Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw disassembled from the head. The ring (7545525-04) and crown (7546510-03) were still assembled in the head. A portion of the ring has been sheared off, with the remaining portion of ring still seated in the groove of the head. The bone screw (-01) head diameter has been inspected, and found to be within print specification. The retaining ring is fully seated, but has been partially sheared off. A broken portion of the ring is split and bent out of the ring groove. The sheared portions are on either side of the retaining ring gap, which could reduce force required for ring failure. The above observations are consistent with overload as the mechanism of failure.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent a posterior percutaneous fixation due to stenosis and listhesis. During surgery, the screw head broke. Product came in contact with the patient. Patient complications were reported as unknown as a result of this event.